Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had exhibited grey bar upon interrogation, even after seven continuous days in a warm place. The dev ice was not used for any case. There was no patient involvement.